Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. A getinge field service engineer (fse) tested functionality of monitor. Passed. Replaced broken hinge covers. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Unit returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) touch screen is cracked at hindge. There was no patient involvement.